Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 60x70 mm abdominal aortic aneurysm. Diameter of the proximal neck was 17mm, diameter of the distal neck was 21mm with a length of 50 mm. The diameter of the left common iliac artery was 10mm, minimum diameter of the left external iliac artery was 8mm and the left common iliac artery length was 40mm. The position of distal ipsilateral limb was confirmed from the contralateral side with a pig tail catheter by angiography. The stent graft was deployed; however, due to inaccurate imaging there was unintentional occlusion of left internal iliac artery. No intervention was reported and the patient is fine.